Event description:
It was reported that the keypad of the insulin pump had a problem; the numbers were ramping up on their own. The customer's blood glucose was 177 mg/dl. The customer also stated that they have not had a belt clip for a while. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.